Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the g5 transmitter was experiencing a pairing issue with the g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.